Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door was unable to recover. A field service engineer (fse) diagnosed the issue and found that the latch was detached. After restoring the latch, the customer verified that the tower door was operating correctly. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.